Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the failed hardware. A field service engineer troubleshooted anesthesia station matrix drawer 2.2 not closing. Found no error upon arrival, drawer was closed and properly locked. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia system drawer failed to close and open. The customer stated that the malfunction was occurred when user trying to issue medication to patient and there was no delay in accessing medications, because the customer obtained medication from another station. There were no adverse events or injuries reported based on this incident.